Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the steerable guide catheter was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed for right to left atrial shunting requiring intervention. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. A mitraclip xtr was successfully implanted, reducing mr to 1. The clip delivery system was removed without issues. During steerable guide catheter removal, as the device was removed from the left atrium to the right atrium, oxygen saturation level decreased to 80% in the left atrium. In the physician's opinion, this occurred due to a high right atrial pressure caused by a severe pre-existing tricuspid regurgitation, resulting in a right to left atrial blood flow. The atrial septal defect was closed with an amplatzer septal occluder and oxygen saturation returned to 100%. The patient remains stable. There was no clinically significant delay in the procedure.

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of atrial perforation, is listed in the mitraclip system instructions for use, as a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported atrial perforation in this incident appears to be related to patient morphology/pathology and/or user technique/procedural conditions. There is no indication of a product quality issue with respect to manufacture, design or labeling.